Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was high. His blood glucose level was 600 mg/dl. The customer was thirsty and had excessive urination. The customer treated his high blood glucose level with the insulin pump. The high pressure test passed. The device was not returned.